Manufacturer narrative:
Additional information: section b - other relevant history. Added: lmca occlusion, acute mi, refractory cardiogenic shock. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4). H3 other text : the device was not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing (gas line) while insertion in to the right femoral artery , the intra-aortic balloon catheter (iabc) was retracted and was replaced with new iabc and the therapy was started. The patient later expired, but details of the patient's death was not provided to us. This report is for the 1st iab used. For the 2nd report, reference mfg report number - 2248146-2020-00304.

Manufacturer narrative:
Event site name: (B)(6) memorial hosp. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing (gas line) while insertion in to the right femoral artery , the intra-aortic balloon catheter (iabc) was retracted and was replaced with new iabc and the therapy was started. The patient later expired, but details of the patient's death was not provided to us. This report is for the 1st iab used. For the 2nd report, reference mfg report number - 2248146-2020-00304.